Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Bleeding- on gums on front teeth bottom gum line [gingival bleeding]. Scratch- on gums on front teeth bottom gum line [gingival injury]. Brush head came off handle / brush head broke off / brush heads have fallen off toothbrush / popped off the handle [device breakage]. Consumer called and stated that a brush head broke off in her mouth; another two just fell off the toothbrush altogether. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding- on gums on front teeth bottom gum line [gingival bleeding]. Scratch- on gums on front teeth bottom gum line [gingival injury]. Brush head came off handle / brush head broke off / brush heads have fallen off toothbrush / popped off the handle [device breakage]. Case description: consumer called and stated that a brush head broke off in her mouth; another two just fell off the toothbrush altogether. No serious injury was reported.